Event description:
Customer reports back to back testing on the same meter using the advantage system with results of 56mg/dl and 114mg/dl. Controls were run and in range. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.